Event description:
During initial assessment of a returned homechoice device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during cycle 4. The drain volume was 2614 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the pal but failed the rite functional tests due to reload the set 152 alarms. The transducer tubing was replaced in order to make the device operational. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).